Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer dropped the pump and the touch screen became cracked and unresponsive. Reportedly, customer reverted to manual injections for insulin therapy. Customer's blood glucose ranged from 200-400 mg/dl. Upon follow-up with tandem technical support (cts), it was reported that the customer was hospitalized. The reason for hospitalization was not provided. Multiple follow up attempts were made by cts regarding reason for hospitalization and discharge date. However, no response was received.

Manufacturer narrative:
Additional information was provided by the tandem territory manager (tm) that the customer was hospitalized for dka, however tm reported that the hospitalization was not related to pump or supplies as the customer was not wearing the pump at the time of hospitalization and using multiple daily injections. Additional information: the device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.